Manufacturer narrative:
Additional information: b5, g3, h2, h11. Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the incision size was well within the standard surgery protocol.

Manufacturer narrative:
The device is not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during the implantation of an intraocular lens(iol) into the eye, a broken haptic was observed. The incision was enlarged to remove the iol. Sutures were not required. Additional information was requested but not received.